Event description:
It was reported, that the patient present for follow up. With a recorded episode of inappropriate shock delivered by the implantable cardioverter defibrillator. No interventions were made. And it was decided, to continue to monitor. The patient was stable.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
New information received notes that the patient received shock due to incorrect interpretation of supraventricular tachycardia (svt). No intervention was performed. The patient was stable.